Manufacturer narrative:
As of today the investigation is still in progress.

Event description:
It was reported that the biopsy stage is unlocking with minimal pressure. No injury reported. A field engineer was dispatched to the site.

Event description:
Attempts to obtain additional information regarding this event have been unsuccessful as of today.